Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent noise episodes resulting in inhibition of pacing were observed. Episodes were noted as high ventricular rate episodes on recent merlin.net transmission. Previous interrogations also revealed a ventricular escape rhythm in the 40¿s. Noise was reproducible in clinic with abduction and adduction maneuvers. Device was reprogrammed. Patient was stable throughout the event.